Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system had an unexpected shutdown while on and now will not boot. There were no led indications of boot from power button. It was later noted that the power cable had some loose wires at the plug and the site biomedical engineer tightened everything down and the system is functioning as intended. There was no patient present when this issue was identified.